Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The incident involved a 8" (20cm) appx 0.48ml, smallbore ext set w/0.2 micron filter, clamp, rotating luer on an unknown date. It was reported that the customer had a report of a total parenteral nutrition (tpn) filter occlusion in the neonatal intensive care unit (nicu). There was patient involvement and unknown human harm. This is the third of three reports.

Manufacturer narrative:
The used z0792 extension set assembly was able to be primed and leak tested without difficulty or leakage. The complaint was unable to be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.